Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic cutting knives were dull during surgery. The surgery was completed on the same day with alternative product. There was no patient harm. Details of procedure was not reported.

Manufacturer narrative:
Three opened knives, in sheathing, in a bag with label were received for the report of slit knife was dull. Samples were visually inspected and found to be conforming. Functional penetration testing was performed. Sample 1 was nonconforming and sample 2 and 3 were conforming.. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample 1 was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned opened sample 2 and 3 were found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Samples 2 and 3 were manufactured to specification and for sample 1 a nonconformance investigation is currently in progress to investigate the root cause of the nonconforming penetration value of the cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).